Manufacturer narrative:
Initial.

Event description:
It was reported that a user changed the insulin cartridge in an ilet and subsequently experienced alert 38 indicating a consecutive motor stall while the user¿s blood glucose was 235 mg/dl; the agent instructed the user to restart the device and to access supplies if the alarm recurred. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with user counseling on device restart and follow-up actions. Investigation included remote troubleshooting and user education. Investigation of this case revealed a stalled motor during insulin delivery consistent with a device alarm for motor stall, with the cartridge replacement noted as the preceding event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable supplies for on-site verification and no device inspection performed at the time. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.